Manufacturer narrative:
This report is submitted on 28 april 2020.

Event description:
Per the clinic, the patient experienced erythema and drainage around the abutment site; subsequently the patient was treated with topical and oral antibiotics and a topical steroid.